Event description:
It was reported that, during a vena cava filter placement treatment procedure in the left femoral artery, difficulty was encountered during deployment. The filter was initially released without difficulty. During withdrawal of the delivery system, the guidewire and introducer catheter were withdrawn together through the sheath. "During this withdrawal, the filter was came out from the sheath." The physician noticed that the guidewire was entwined at the tip of the filter by visual check and a very soft thrombus was on the tip of the filter. "No resistance was met during the withdrawal and no injury to the vessel was reported." The procedure was completed with a different device. Current patient status is reported as 'good." Further information has been requested about this event.